Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, medial condyle of the femoral component fractured causing pain and instability. Additional information received on 11/20/2020: reason of incident, implant year, incident date, revision date, patient information. Left knee.

Manufacturer narrative:
Updated incident description and product lot number based on product return and additional information received on 02/02/2021.

Event description:
Allegedly, medial condyle of the femoral component fractured causing pain and instability. Additional information received on 11/20/2020: reason of incident, implant year, incident date, revision date, patient information, and left knee. Additional information received on 02/02/2021: new incidents for the other products since they were revised too. Allegedly, the insert is worn.